Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 100 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded esc and act button on keypad trace. No button error alarm during testing. No button error alarm during testing. Insulin pump had a cracked lcd window, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.